Event description:
The ge oec 9900 fluoroscopy system had poor image quality.

Manufacturer narrative:
A ge service rep investigated the issue and performed a camera alignment and image intensifier focus adjustment. System returned to specifications. The system had been tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.